Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on an unknown date and time in (B)(6) 2011. The patient reportedly manages her diabetes with oral medication (unknown name and dose) and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 3 days later, the patient claimed she developed symptoms of 'sweating, shaking, headache and confusion' and went to the hospital due to the symptoms on an unknown date also in (B)(6) 2011. The patient was reportedly treated by an hcp with an unknown type and dose of insulin. It is not known what her blood glucose level was at that time. At the time of troubleshooting, the patient did not have the subject meter available and therefore, the issue remained unresolved, however, the patient did confirm that the correct test strips were used and that the battery was replaced per the meter's specifications. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.